Event description:
It was reported during a follow-up call for an unrelated issue that a peritoneal dialysis (pd) patient was being transitioned to hemodialysis (hd) therapy after being diagnosed with peritonitis. The peritonitis was reportedly not related to pd treatment. No further details were provided in the initial reporting. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was experiencing fever and high pulse (values not provided) on 11/jan/2024. The patient has a long history of unspecified cardiac issues; therefore, the physician instructed the patient to go to the emergency room (ER) for suspected cardiac problems. The patient had cultures obtained and was admitted to the hospital with a diagnosis of peritonitis. The cultures resulted positive for coagulase negative staphylococcus (no species provided). The antibiotic regimen information was not provided. The patient¿s physician was concerned for sepsis due to the cardiac history and it was determined to have the pd catheter removed. The pd catheter was removed on (B)(6) 2024 and the patient transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2024 and is training for home hd. The modality change to hd is permanent. The suspected cause of the peritonitis event was touch contamination. No further information was provided.